Event description:
It was reported that a patient underwent and unknown procedure on (B)(6) 2026, and suture was used. The doctor started sewing and felt a jolt. The needle was able to penetrate the skin, but later discovered a defect in the needle tip. The doctor performed a c-arm machine fluoroscopy and did not find any foreign body residue. The doctor then requested a bedside dr from the radiology department and provided a new needle for comparison. No residual needle tip was found. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent: 7/2/2026 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. What is current condition of the patient? Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.